Manufacturer narrative:
Lead: model 3889-28, lot #va00ban, implanted: (B)(6) 2012, explanted: na. Concomitant ins system: neurostimulator: model 3058, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, lead: model 3889-28, lot# v704351, implanted: (B)(6) 2012, explanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a return of their symptoms (loss of retention control) which started 2 days ago following a fall. It was noted that before the fall, the patient great stimulation from their implantable neurostimulator (ins) in the target area ('bicycle seat') on several programs with good retention control. Movement did not cause stimulation changes. Therapy impedance measurements were within normal range (500-1000) on the right ins system (patient had 2 ins systems implanted). Reprogramming was attempted to get the stimulation back to the target area but did not resolve the issue as the stimulation went to the back/ins location and down the back of their thigh. Initial x-rays that were taken and the physician reported that the leads appeared to be in the same location. Follow up information received reported that the company representative did an impedance check and no malfunction was reported. It was also confirmed that the patient did not feel stimulation in the appropriate places. The physician determined that, per fluoroscopy, the lead may have moved. It was reported that both ins systems were explanted and replaced. However, the manufacturer's device registry indicated that the lead on the patient's right system was not replaced. Following the replacement surgery, the patient felt stimulation in the correct location. See also manufacturer's report # 3004209178-2012-07854.